Event description:
The customer's biomed reported to philips that there was a power interrupt message during power on when the battery was connected to the device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.